Event description:
It was reported that the drive support cap was protruded. The blood glucose reading was 436mg/dl. The mother mentioned that the display window was scratched. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was returned with protruded/loose drive support disk. The insulin pump had a scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.